Event description:
According to baxter nurse from hospital reported that patient needed to replace the transfer set because the occluder feet are broken. Leaks can be observed when the mini cap is removed. Problme was detected during use. The reported transfer set was placed in 2005 (less than a month). The patient started apd therapy same day. There was no patient injury or medical intervention reported.